Event description:
It was reported to medtronic neurosurgery that the catheter did not have holes. According to the report, it was inserted into pt brain. Allegedly, there was a problem with flow during testing and another catheter was used. There was no injury to the pt reported.

Manufacturer narrative:
The product has been returned to MFR. Evaluation has begun but is not yet completed. A review of mfg records showed no anomalies. All of our catheters are 100% inspected at the time of manufacture.